Event description:
Pt reported that after implantation with a lap-band system, the pt experienced "pain, nausea, vomiting (slimy stuff) severe shoulder pain," as well as "not being able to swallow at all." It is not specified how the issues were first noticed, the device was explanted and not replaced. The reported events have not been confirmed by a healthcare professional.s

Manufacturer narrative:
Taper unk. The product associated with this report will not be returned. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Dysphagia, pain, vomiting, and nausea are surgical and physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. No additional info has been reported to allergan regarding the serial number of the device. Device labeling addresses the possible outcome of dysphagia as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures." Device labeling addresses the reported event of pain as follows: "other adverse events considered related to the lap-band sys that occurred in fewer than 1% of subjects included: ...abdominal pain, chest pain, incision pain, and... Port site pain." Device labeling addresses the possible outcome of nausea and vomiting as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended."